Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and found the display to be erratic. To address the issue, the se replaced the gui (graphical user interface) print circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.